Event description:
The pump was returned for investigation. Investigation revealed a failed motor assembly. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, an inspection of the motor assembly revealed that the motor drive assembly had failed. Unrelated to the motor failure issue, evaluation revealed multiple call service alarms in the pump history on the reported date of (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).